Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was experiencing pain at the midline incision and developed a fever of 102. Patient was also having drainage at the midline incision. Cultures were taken and infection was confirmed. Patient was given antibiotics. In turn, surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
A patient had their entire system explanted due to infection was reported to abbott. The patient was treated with oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was obtained indicating the system was not explanted on (B)(6) 2025 as previously reported. It was reported the wound reopened and the leads were exposed. In turn, surgical intervention took place wherein the system was explanted to address the issue. The patient sent to wound care for treatment. Wound cultures came back negative.